Manufacturer narrative:
Evaluation summary: blood residue was evident in the most distal portion of the balloon indicating the presence of a balloon leak. The distal tip was flared. The device was placed in a water bath to disperse crystallized residue present in the inflation lumen and balloon. Negative prep was carried out on the device and a constant stream of air bubbles was seen confirming the presence of a leak in the device. The device would not hold pressure during attempts to inflate using an indeflator. A small tear was located on the body of the balloon over the inner shaft marker. (B)(4). Evaluation, results: 99% stenosis, severe calcification. Negative purge not performed. Conclusions: 99% stenosis, severe calcification.

Event description:
A sprinter legend rx balloon dilatation catheter, length 12 mm, diameter 1.25 mm was intended to treat a lesion in a patient. It was reported that the balloon did not inflate at the lesion and was "broken" on removal from the patient. The target lesion in the distal lcx was severly calcified with 99% stenosis and was located in a tortuous vessel. The device was inspected prior to use with no abnormalities noted. Negative prep was not performed prior to use. It was reported that many attempts were made to inflate the balloon at the lesion prior to removal from the patient. It was reported that the balloon achieved partial inflation. No patient injury occurred and no clinical sequelae have been reported. The patient was well post procedure.